Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number 10h23h25 with no defects noted. The assignable cause is undetermined. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). This is report 3 of 4 associated with this incident. As patients discard supplies after each use, a sample was not available for evaluation.

Event description:
During a follow up call on (B)(6) 2010 for an unrelated complaint the patient told baxter that they went to the clinic and were treated with antibiotics for peritonitis about a week ago. The patient reported that he will follow up with his surgeon soon about issues with his therapy. The hp reported that he was feeling much better since receiving the antibiotics and has recovered. On (B)(6) 2011, baxter contacted the pdrn who stated that on (B)(6) 2011, the patient complained that his pd effluent looked a bit like pineapple juice. The pdrn contacted the physician and the patient was started on ancef (unknown dose). She reported that on (B)(6) 2011. The patient continued to be treated with ancef (unknown dose) and completed the course of antibiotics on (B)(6) 2011. The patient continues therapy as ordered. There is no further information available. The patient has recovered.